Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon evaluation, multiple power supplies were shorted. The cause of the inability to power on is the shorted power supplies. The cause of the shorted power supplies is high voltage traveling to low voltage circuitry. The root cause cannot be positively identified. Device evaluation of battery packs sn (B)(4) have been completed. The reported problem (won't power on monitor or charge) was confirmed. As received, the battery packs were non-functional when placed in a monitor and charger. Upon evaluation, the fuse was open in each battery pack. The open fuse was induced by the damaged monitor. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on and the battery packs were not charging.